Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction.

Event description:
It was reported that this pre-implanted subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated despite using two different programmers. The device was not implanted.